Event description:
It was reported that during a tka using the distal burring option, there were excess red cuts shown on the screen which caused small craters of depth in the cut. Figured out after the case that when removing drill to add slope checker, doctor and team did not insert and twist the drill back into the handpiece properly and snug which may have caused this issue. Doctor continued with a manual procedure.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported an excess red cut shown on the screen and on the physical bone. Surgeon noticed after cutting that the drill was not fully locked in. DHR review found that the software version (navio 6) has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The user's manual guide released at the time of the complaint provides instructions for proper drill connection to the handpiece. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were evaluated. Review of the case screenshots confirmed the excess red cuts on the femur and tibia. It was reported that after distal burring, the surgeon realized that the drill was not fully inserted and locked into the handpiece. Therefore, during distal burring in exposure mode, if the drill was slightly recessed, the drill would still spin and cut, but at incorrect exposure. The surgeon may not have noticed because the handpiece gears were still moving and making noise, so it would seem as if everything was functioning as expected in exposure mode. However, since the drill was not fully locked in, the surgeon was actually cutting freehand, which would cause the overcuts. The screenshots showed undercuts as well, which further confirms that the surgeon was likely cutting freehand. The error was due to surgeon technique. The malfunction was due to a user error.